Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 5 of 5. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the home patient (hp) regarding the system error 2240 alarm. The hp stated that the caregiver (cg) setup their supplies that day and left one of the connections loose during setup. The hp stated that there were no defects with any of the supplies they used that day. The hp stated that they and the cg understood the proper procedure of performing therapy. The hp stated they had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint, there was a loose connection between the supply bag and the line. The cause was a loose connection. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.